Manufacturer narrative:
Batch review performed on 12 april 2022. Lot 189547: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2012. On (B)(6) 2020 the surgeon revised all implants following mobilization. Presently, on (B)(6) 2022, the patient came in reporting instability and the cause is unknown. The surgeon revised the poly and the surgery was completed successfully. The surgeon trialed a 17mm insert but it was not possible to get the leg straight. So, the implanted and the explanted liner have the same height.